Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right atrial (ra) lead was explanted and replaced as it was "defective." No patient complications have been reported as a result of this event.